Manufacturer narrative:
Per tandem¿s user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that during the fill tubing step, insulin would spray out of the infusion set tubing. Customer's blood glucose was in the 400's (mg/dl). Customer used fiasp insulin and tandem's technical support educated customer on cartridge/insulin labeling. Reportedly, customer declined troubleshooting and resumed insulin delivery with novolog insulin.